Event description:
On 5-7-98 the pt underwent a video arthroscopy of the rt knee, anterior cruciate ligament repair partial menisectomy and notch plasty. Postoperative x-ray done in recovery room reveals a lead wire fragment imbedded in the bone. The md used a guidewire for placement of the interference screw. The x-ray report states examination is otherwise unremarkable. The physician does not anticipate any problem associated with the event and the fixation of the graft was not compromised.